Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("complications in the product implantation/18 rings of the right device stay in cavity"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion ("right essure was not visible /only the left essure was visualized in x-ray /essure vaginal expulsion"), varicose veins pelvic ("severe pelvic varicose syndrome"), premenstrual pain ("pain before the menstruation") and dysmenorrhoea ("pain during the menstruation"). The patient was treated with oral contraceptive nos and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2013, the complication of device insertion had resolved. At the time of the report, the abdominal pain was resolving, the device expulsion had resolved, the varicose veins pelvic outcome was unknown and the premenstrual pain and dysmenorrhoea had not resolved. The reporter provided no causality assessment for abdominal pain, complication of device insertion, device expulsion, dysmenorrhoea, premenstrual pain and varicose veins pelvic with essure. The reporter commented: the reporter commented that were complications in the product implantation, it was reported that for the right device, 18 rings stay in cavity, and for the left device, the insertion was correct. On (B)(6) 2013, a new essure was placed in the right site without incidences. On (B)(6) 2017, it was performed the removal of both devices through laparoscopy, and it was also performed a prophylactic bilateral salpingectomy. It was reported that through the laparoscopy it was diagnosed severe pelvic varicose syndrome. Diagnostic results: an echography and a hysterosalpingography were ordered, the echography revealed the left essure was inserted successfully and the right essure was not visible. The hysterosalpingography was not performed because in pelvis x-ray only the left essure was visualized. On (B)(6) 2016: physical examination evidenced normal results and an echography showed that everything was well. Pelvic inflammatory disease was discarded incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 28-aug-2018. The most recent information was received on 06-sep-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in a 34-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("complications in the product implantation/18 rings of the right device stay in cavity"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion ("right essure was not visible /only the left essure was visualized in x-ray /essure vaginal expulsion"), varicose veins pelvic ("severe pelvic varicose syndrome"), premenstrual pain ("pain before the menstruation") and dysmenorrhoea ("pain during the menstruation"). The patient was treated with oral contraceptive nos and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2013, the complication of device insertion had resolved. At the time of the report, the abdominal pain was resolving, the device expulsion had resolved, the varicose veins pelvic outcome was unknown and the premenstrual pain and dysmenorrhoea had not resolved. The reporter provided no causality assessment for abdominal pain, complication of device insertion, device expulsion, dysmenorrhoea, premenstrual pain and varicose veins pelvic with essure. The reporter commented: the reporter commented that were complications in the product implantation, it was reported that for the right device, 18 rings stay in cavity, and for the left device, the insertion was correct. On (B)(6) 2013, a new essure was placed in the right site without incidences. On (B)(6) 2017, it was performed the removal of both devices through laparoscopy, and it was also performed a prophylactic bilateral salpingectomy. It was reported that through the laparoscopy it was diagnosed severe pelvic varicose syndrome. Diagnostic results: an echography and a hysterosalpingography were ordered, the echography revealed the left essure was inserted successfully and the right essure was not visible. The hysterosalpingography was not performed because in pelvis x-ray only the left essure was visualized. On (B)(6) 2016: physical examination evidenced normal results and an echography showed that everything was well. Pelvic inflammatory disease was discarded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.